Manufacturer narrative:
The ri cori (us), rob10024, sn (B)(4) intended for use in treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with the robotic drill lock nut out of torque spec. The lock nut backed itself out causing it to get stuck in the nosepiece of the drill and not be able to be removed. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, before a cori tka procedure, robotic drill attachment ((B)(4)) got stuck/locked on robotic drill ((B)(4)). During initial case set-up, kpc test was run. The last section on max torque failed 2-3 times ((B)(4)). So, they continued to move forward with calibration. During calibration, they received several internal errors when trying to proceed to the unlock screen ((B)(4)). They made several attempts to unplug and re-start the case, but kept receiving errors. To avoid further delay, they switched out the handpiece. However, with the first handpiece, they were still not able to get the attachment to disengage from the drill. They even went into the drill diagnostics screen to unlock with no success. Patient was not in the room when this troubleshoot occurred. No other complications were reported.